Event description:
It was reported that during a procedure for right mca (middle cerebral artery) occlusion, the physician employed a coaxial technique, using a stryker guidewire to advance the subject catheter through the occluded segment to the m2 segment of the right mca. After withdrawing the guidewire, aspiration was performed, extracting some red thrombus. Angiography indicated partial revascularization of the vessel. Subsequently, the physician delivered a retriever stent for thrombectomy, and after removing a large amount of red thrombus, another angiogram revealed that the vessel was mostly recanalized. When the physician planned to use the subject catheter for aspiration again, it was found that the subject catheter had fractured at its proximal end (near the distal side of the hub) and could no longer be used. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was broken/fractured 4.5cm from the proximal end of the proximal shaft. The catheter shaft was kinked. The catheter hub was intact. Functional inspection was not required as the defect was confirmed visually. The reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "during a procedure for right middle cerebral artery (mca) occlusion, the physician employed a coaxial technique, using a guidewire to advance the catheter through the occluded segment to the m2 segment of the right mca. After withdrawing the micro guidewire, aspiration was performed, extracting some red thrombus. Angiography indicated partial revascularization of the vessel. Subsequently, the physician delivered a retriever stent for thrombectomy, and after removing a large amount of red thrombus, another angiogram revealed that the vessel was mostly recanalized. When the physician planned to use the subject catheter for aspiration again, it was found that the subject catheter had fractured at its proximal end (near the distal side of the hub) and could no longer be used. The physician then replaced it with another catheter for further aspiration. Angiography afterward showed complete revascularization of the vessel, the patient experienced no discomfort, and the surgery was completed." Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated the patient's anatomy was not tortuous. The operator didn't know how it happened and found it when preparing for the second aspiration. Not sure it was fractured inside patient's body or fractured outside patient's body. The device was returned for analysis; the catheter shaft was broken/fractured 4.5cm from the proximal end of the proximal shaft. The catheter shaft was kinked. Based on a review of all available information it is unclear when in the procedure the event occurred. It is most likely the event occurred due to some procedural factors during the procedure. The reported and analysed events of 'catheter shaft broken/fractured during use' and analysed event of 'catheter shaft kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a procedure for right mca (middle cerebral artery) occlusion, the physician employed a coaxial technique, using a stryker guidewire to advance the subject catheter through the occluded segment to the m2 segment of the right mca. After withdrawing the guidewire, aspiration was performed, extracting some red thrombus. Angiography indicated partial revascularization of the vessel. Subsequently, the physician delivered a retriever stent for thrombectomy, and after removing a large amount of red thrombus, another angiogram revealed that the vessel was mostly recanalized. When the physician planned to use the subject catheter for aspiration again, it was found that the subject catheter had fractured at its proximal end (near the distal side of the hub) and could no longer be used. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.